Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead has noise and its terminating the threshold test. The following physician was dr. (B)(6) at (B)(6) medical center in camden, nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).